Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09007. It was reported that seal of the device was compromised. An encore balloon catheter inflation device was selected for use. During preparation, it was noted that the paper began to tear when peeling the paper seal on the tray, which causes the risk of contamination to the device. Another encore balloon catheter inflation device was selected, however the same issue occurred. The procedure was completed with another of the same device. No patient complications were reported.